Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 551186, expiration date 03/31/2011). Reference medwatch report with patient (B) (4)is for the suspect device used in system 1.

Event description:
Customer reportedly received result of 240 mg/dl on advantage system 1 and 112 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.